Event description:
Rptr had screws put in her back. She had a cutting feeling each time she walked and had extreme pain. She also experienced pain in right leg. Dr said it was from the disc above hardware site, because it was taking all the stress and beginning to bulge. She requires flexeril and darrocet.